Event description:
It was reported that during a low anterior resection procedure, the staples of the acral part were malformed at the first firing. Reinforcement material was not used. Additional suture was performed and another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the tissue was thick. The ecr60b was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.